Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of kidney cancer and bacterial peritonitis in a patient coincident with dianeal pd4 (selected as dianeal low calcium) therapy for peritoneal dialysis (pd). Action taken with dianeal was withdrawn. During a call with baxter healthcare, the following was reported. On an unknown date the patient was hospitalized for a nephrectomy due to kidney cancer. On an unreported date, the patient experienced peritonitis and was hospitalized. On an unreported date, the patient began treatment with an unspecified antibiotic. On an unreported date, the patient's pd catheter was removed, and dianeal therapy was withdrawn. On (B)(6) 2012, the patient was placed on hemodialysis. On an unknown date, the patient recovered from the event of peritonitis. The status of the kidney cancer was unknown. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).a batch review was conducted for potentially associated lot numbers 11k16h25 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified.